Event description:
It was reported that the devices jaws appeared to be twisted. The customer was unsure what firing this occurred, but knew that it was not the first firing. The customer used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.